Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022 it was reported that the patient developed a stoma abscess. On (B)(6) 2022 the patient was prescribed furacin cream to apply daily. On (B)(6) 2022 the patient was prescribed augmentin 3 times daily until (B)(6) 2022 for the stoma abscess.